Event description:
Ous MDR - it was reported that after an implant duration of 43 months the patient was admitted to the hospital with pre-syncope. After interrogation oversensing on this rv lead was found inhibiting pacing in both ventricles. Patient had no intrinsic rhythm. Oversensing was also noted on right atrial lead and was not reproducible during the explant procedure. The right atrial lead was reconnected.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. The lead segments were extensively analyzed. The inspection revealed abrasion marks along the lead fragments with a damaged insulation in the distal area. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the svc shock coil occurred most likely during the surgery. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.